Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. There was a delay, but no medical intervention provided to the patient. Further investigation was performed, and it was observed that the that the device report low o2 supply pressure and was not connected to the oxygen source. According to the service manual, test the central oxygen pressure and it was found to be lower. It was confirmed that the ventilator was not connected the oxygen source. The customer increases the central oxygen supply pressure to resolve the reported issue. The device passed required performance verification tests per philips standards.

Event description:
The customer called technical support (ts) and reported that the device displayed a no oxygen supply alarm error message. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse suggested checking the pressure module and replacing the gas delivery system (gds). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporter phone number: (B)(6).